Event description:
The customer reported a falsely depressed carbon dioxide (co2) result was obtained on a patient sample on a dimension vista 1500 system. The erroneous result was not reported to the physician(s). The sample was repeated on an alternate dimension vista system. The repeat result was higher than the erroneous result. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed co2 result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report a falsely depressed carbon dioxide (co2) result was obtained on a patient sample on a dimension vista 1500 system. Quality controls (qcs) recovered within ranges on the day of the event. Siemens remotely performed drain and probe maintenance by priming the system and aligning the reagent arm 1 (r1), reagent arm 2 (r2) and the sample probe 1 (sp1). A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse replaced the r1 and r2 belts, which is part of routine troubleshooting. The cause of the falsely depressed co2 result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2025-00153 on 30-sep-2025. Additional information (13-oct-2025): siemens further evaluated the event and concluded the reagent arm 1 (r1) and reagent arm 2 (r2) belts contributed to the falsely depressed carbon dioxide (co2) result. The investigation conclusions code in section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.